Event description:
Customer reported a hospitalization due to a broken ankle and a lost battery cap. The blood glucose reading was 505 mg/dl. Customer was treated with manual injection. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.